Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.6 centimeters (cm) in size and located in the right middle lobe lateral segment. A radial ultrasound bronchoscopy (ebus) probe was utilized to localize the lesion. Instruments used for biopsy included a 21g flexision biopsy needle, compatible forceps, a cytology brush, and a bronchoalveolar lavage was performed. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.